Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic colectomy procedure. For the third firing of the functional end-to-end anastomosis, fired the powered stapling handle. The surgeon additionally sutured the tissue. However, after the surgery, leakage was noted and a reoperation was performed. The current status of the patient is reported as under monitoring. The patient's hospital stay was extended.